Event description:
Information received indicates the siderail will not latch due to a broken right siderail end tube.

Manufacturer narrative:
The technician replaced the siderail end tube to repair the stretcher.